Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that the patient got the implant the day of the report, and had been having the worst leg spasms that came out of nowhere. The stimulation felt a lot stronger now, and they inquired if this was normal. A therapy overview was reviewed. When they were trying to connect with their ins due to this, they could not connect with their ins. This just started about five minutes before calling the manufacturer help line. They stated therapy should be at 1.5 volts on program 6. They denied any trauma to the implant site or falls. They were just sitting when they noticed this started. The patient was walked through trying to connect with the ins on the call, and they reported getting device not responding. They confirmed the communicator was positioned correctly on the ins. They had tape or glue over their incision site. Healing factors were reviewed. They mentioned they had tried to connect with wi-fi to see if that helped, but that had not resolved it. A general overview of bluetooth connection was reviewed. They continued getting device not responding, despite repositioning the communicator on the call and applying comfortable pressure. When they palpated their ins, it did not feel superficial, and felt pretty deep. The top of the ins felt more superficial, and the bottom of the ins felt deeper. It seemed like the ins was implanted at an angle. The patient reported today, on the date of implant (doi), when the manufacturer representative was trying to show them how to connect with the ins before the ins was implanted, they were not able to get the communicator to connect with the ins. The representative was getting device not responding, and stated they thought this was because the ins was not nearby. The patient stated the representative told them this was because the ins was not implanted in their body, and they should be able to connect with the ins once it was implanted in their body. The patient declined to provide the representative's name. The process to coordinate an appointment with a representative was reviewed, as well as the national answering service (nas) phone number for their healthcare provider, if needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.